Manufacturer narrative:
(B)(4). Final device analysis for the patient programmer revealed a reliability non-conformance. Resoldered pin 2 of the antenna jack and a new bottom housing.

Event description:
Reference manufacturer # 3004209178201002698. The patient was not able to make adjustment both with or without antenna attached for the past week. She was able to adjust stimulation occasionally. The patient programmer would not do telemetry with the internal antenna. Patient experienced a shocking sensation when stimulation was on or off, starting 6 months after implant. Most of the incidents occurred when she was laying on the implant.